Manufacturer narrative:
The customer¿s report of a hole in the sidewall of the tubing set that leaked was confirmed. The cause of the leak was due to a small tear on the tubing above the check valve¿s inlet port. Visual inspection of the set noted that the vinyl tubing had a tubing tear at the engagement between the tubing and the check valve¿s inlet port. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. No other anomalies or tools marks were observed around the tear or throughout the set. Functional and pressure testing confirmed leaking from the tubing tear. The root cause of the tear was not identified.

Event description:
It was reported that while priming the tubing set in preparation of a 0.9%nacl 1000ml to be infused over one hour, the rn noticed a hole in the sidewall of the tubing set that leaked the IV fluids. The customer further stated that the event occurred prior to patient involvement

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that while priming the tubing set in preparation of a 0.9% nacl 1000 ml to be infused over one hour, the rn noticed a hole in the sidewall of the tubing set that leaked the IV fluids. The customer further stated that the event occurred prior to patient involvement.